Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who (B)(4) - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Event description:
The customer ran a patient correlation for the immulite 2000 prostate specific antigen (psa) and compared the results to an alternate platform. The assay was run on an immulite 2000 instrument using reagent lot 382. The results on the immulite 2000 were higher compared to the results on the alternate platform. There are no known reports of patient intervention or adverse health consequences due to the discordant high psa results on the immulite 2000 instrument

Manufacturer narrative:
The initial MDR 2432235-2013-00265 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.